Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and one month following the implant of this transcatheter pulmonary bioprosthetic valve, which was implanted in a pre-planned dual valve placement procedure in each branch of the pulmonary arteries, paravalvular leak (pvl) was noted. It was unknown if central regurgitation was present. A valvuloplasty was performed with a 22mm non-medtronic balloon. Following the intervention, worsening pulmonary insufficiency was noted. Subsequently, another valve was implanted valve-in-valve improving hemodynamics. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that mild-moderate paravalvular leak (pvl) was noted initially. Following the valvuloplasty, moderate-severe central regurgitation was noted. If information is provided in the future, a supplemental report will be issued.